Manufacturer narrative:
User facility medwatch report received from the FDA on 07/20/2011. (B)(4). The event occurred on (B)(6) 2011 and was not reported directly to carefusion at that time. Carefusion did not become aware of the event until they received the user facility medwatch report from the FDA on 07/20/2011. Carefusion performed a review of our complaint system on 07/20/2011 and did not find any report from the user facility regarding this event. Carefusion had our technical support dept initiate a complaint for this event on 07/21/2011. Based on the amount of time that had elapsed from the date the event occurred and the amount of time that had elapsed from the date the event occurred and when carefusion became aware of the event and the fact that the user facility had reported on their user facility medwatch report that the event was caused by the limit valve cap and control line fitting [cap / diaphragm assembly] being loose. Carefusion did not perform an eval on the device.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 07/20/2011. "Title; even desc: while the sensormedics 3100b oscillatory ventilator was in use the delta pressure would drift. The delta pressure was set to deliver 70 cmh20 (centimeters water) and would drift into the 50's. The limit valve cap and control line fitting was found to be loose. These two parts snap together. We have found that it is possible to inadvertently bump the control line and have the connector un-snap from the valve cap and cause poor pressure control in the breathing circuit. Device usage problem: device malfunction - this is, the device did not do what it was supposed to do." (B)(4).